Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider via a company representative regarding a patient receiving hydromorphone 10mg/ml at 2.119mg/day via an implantable pump. The indication for use was non-malignant pain. On (B)(6) 2019 it was reported that the pump had two motor stalls over the course of a couple of days, the first one recovered but the second one didn¿t and the patient had mild symptoms of withdrawal. (B)(6) 2019 at 10:16am motor stall occurred (B)(6) 2019 at 3:20am motor stall recovery and (B)(6) 2019 at 6:33am motor stall occurred. The environmental, external or patient factors that may have led or contributed to the issue was off label intrathecal drug usage. The diagnostics and troubleshooting performed was they read the log of the pump and the physician tried to give a bolus to get the pump to restart again. The actions and interventions taken to resolve the issue was the pump was replaced on (B)(6) 2019. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported or anticipated.